Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 white reload did not complete the firing sequence and stopped midway through. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The sureform 60 white reload accessory was analyzed and found to have the knife exposed within the knife track. The returned reload was found to be partially fired based on in-house visual inspection. No information on the sureform stapler that was used was provided, so no logs are available for review at this time. The knife was exposed towards the middle of the returned reload. Additional observation(s) related to customer reported complaint: the reload was found to have cartridge damage. The cartridge was damaged towards the middle of the returned reload, where the knife was exposed. Visual inspection displayed the reload cartridge was damaged and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The reload blade was also found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. The probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples).